Event description:
A malfunction was reported on a pump by a caller, identified as displaying the error code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact support again if the issue reappeared, which the caller understood.